Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, vomiting and fever. The cause of peritonitis was unknown. The patient was hospitalized for the event and remains hospitalized. The patient was treated with vancomycin injection (2g/ every 7 days/ intraperitoneal/ for 6 days) and ceftazidime injection (1g/ once daily/ intraperitoneal/ for 6 days) for peritonitis. At the time of this report, the patient was recovered from the events. Pd therapy was discontinued and shifted to hd. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.